Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid was extracted from the bd veo¿ insulin syringe with the bd ultra-fine¿ needle when depressing the plunger. This occurred with 10 syringes. The following information was provided by the initial reporter: "excessive silicon lubricant. The customer stated that she found unknown transparent liquid inside the syringes and when a plunger is pressed the liquid comes out. She have purchased more than 10 boxes(1000ea) and have found this problem on more than 300 syringes so far. Since these syringes are used by a child with type 1 diabetes, the customer wants to know exactly what the liquid droplets are, and wants to hear the exact answer whether they are really harmless to the human body. The customer stated that she purchased more than 10 boxes(1000ea) with the same lot number at a time and she don't want to use them because she don't know what kind of liquid it is, and she was worried and uncomfortable."

Manufacturer narrative:
H6: investigation summary: the customer returned (5) syringe samples from lot# 1221826. All 5 returned syringes were examined, and it was observed that a clear liquid came out of the cannula from 1 of the syringes. A small portion of the liquid was removed then prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. A review of the device history record was completed for batch # 1221826 all inspections were performed per the applicable operations qc specifications. A definitive root cause cannot be determined.

Event description:
It was reported that foreign liquid was extracted from the bd veo¿ insulin syringe with the bd ultra-fine¿ needle when depressing the plunger. This occurred with 10 syringes. The following information was provided by the initial reporter: "excessive silicon lubricant. The customer stated that she found unknown transparent liquid inside the syringes and when a plunger is pressed the liquid comes out. She have purchased more than 10 boxes(1000ea) and have found this problem on more than 300 syringes so far. Since these syringes are used by a child with type 1 diabetes, the customer wants to know exactly what the liquid droplets are, and wants to hear the exact answer whether they are really harmless to the human body. The customer stated that she purchased more than 10 boxes(1000ea) with the same lot number at a time and she don't want to use them because she don't know what kind of liquid it is, and she was worried and uncomfortable."